Event description:
It was reported that during an implant attempt, the right atrial lead had low p waves at its first location. The helix was retracted and the lead was repositioned, however, the helix would not deploy after 40 turns. The lead was removed and tested on the bench, but it still took another 30 turns before the helix deployed. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis revealed that the lead was stretched. It was also noted that, the proximal conductor was distorted, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix mechanism, the guide tooth was damaged, and the lead appeared to have been damaged at implant. Visual analysis revealed the lead had been stretch so the inner tubing buckled and prevented the helix from functioning properly.